Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented for a normal follow up, perforation was noted via x-ray. Upon interrogation, low r-waves and loss of capture were observed. The lead was extracted and replaced without complications. The patient tolerated the procedure well.